Event description:
It was reported that the patient received inappropriate shocks, and the ventricular lead had an apparent fracture, extreme oversensing and high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured. The defib conductor was distorted. The distal conductor had blood/body fluid (not obstructed) and outer insulation was torn. Full lead returned and analyzed.